Manufacturer narrative:
The product pertaining to this event was not returned, however, the lens and cartridge were evaluated. There was a light scratch on the optic of the lens and no visible damage to the cartridge. There was evidence of clear surgical residue. (B)(4).

Event description:
It wa reported that as the surgeon attempted to insert the 4.0 diopter aq5010v three piece silicone lens, the injector plunger overrode and tore the lens. There was eye contact but no injury to the patient. The cause of the event was unknown.

Manufacturer narrative:
(B)(4) - no known consequences or impact to the patient. Delivery system failure.(B)(4).